Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Device is pending evaluation.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air-in-line. Replaced rear case (broken). Received software 9.17.0.22, returned as version 9.17.0.22. Tested pm. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 28nov2012 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air-in-line. Replaced rear case (broken). Received software 9.17.0.22, returned as version 9.17.0.22. Tested pm. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly - faulty. A review of the device history record showed the device had a manufacture date of (B)(6) 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6), which confirmed similar complaints with the same or related failure mode for this customer.